Event description:
It was reported that the catheter was being inserted into the right side of the pt's neck in the theatre. See MDR 3006425876-2013-00098 for the first kit used on this pt. A second kit was used and again when trying to remove the guide wire, the bent tip became caught on the seldinger needle. The anesthetist had to "wiggle" the wire to dislodge the tip and the guide wire was stretched at this point. As a result, a third kit was opened and placed successfully. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.